Event description:
It was reported that the patient presented in clinic after the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing therapy. Remote transmission review noted the device inappropriately detected a supraventricular tachycardia as ventricular tachycardia. Programming changes were discussed but not performed. Beta blockers were prescribed to address the issue. The patient was stable and will continue to be monitored.